Manufacturer narrative:
Other applicable components are: product ID: 387460, lot#: v999671, implanted: (B)(6) 2012, product type: screening device. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The patient reported that their implantable neurostimulator (ins) is not working, their stimulation has ¿gone dead¿, and they would like to arrange for a manufacturing representative to meet the patient at the healthcare provider office for a trickle charge. The patient stated that they tried using their equipment because they were hurting badly with returned chest pain. They added that they tried everything, but the ins would not work, and their equipment was not connecting with the ins. The patient declined troubleshooting with their external equipment. They mentioned that they haven¿t recharged their ins in 1.5-2 years. The patient added that they stopped recharging the device because their stimulation was in the wrong location; under their arm and in their stomach. They noted that they used morphine to deal with the pain instead. They stated they met with a manufacturing representative (rep) to make adjustments, but the rep wasn¿t able to get the stimulation to the patient¿s chest, so they stopped using the ins. The patient noted that they need the stimulation where their heart is for coronary muscle spasms that cause their chest to feel like they are having a heart attack. They stated that the ins helps mask the pain to prevent them from going to the emergency room. The patient mentioned that the pain in their chest never really resolved with having the ins. They added that the ins worked off and on and ¿after a while it gets bad and then it gets to where it's not." This frustrated the patient, because they were still having chest pain. The patient then stated that they met with their healthcare provider (hcp) on (B)(6) 2017, and was informed that their lead had slipped out of place. The hcp wants to revise the lead, however, they want a trickle charge be done prior to the surgery to see if the ins needs to be replaced as well. No further complications were reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they tried charging their device, and when they try and turn it off, they are getting the power on reset (por) error code. The patient added that they cannot turn off the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.